Event description:
It has been reported that device was deployed, however, the pt was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG from deployment reviewed. Result: device correctly analyzed ECG and advised no shock due to presenting morphology. Conclusion: reported due to outcome.